Event description:
It was reported that the pt had a fusion procedure at l4-l5. At an unk time post-op, a rod breakage was observed, and a revision surgery was performed to remove the broken device.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.